Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 700mg/dl. It was stated that the customer was bolusing and was not able to lower her glucose level. The customer was also drinking plenty fluids and was not feeling well. Troubleshooting was performed. It was stated that the customer was treated with an insulin pump. The programming, time and date were correct. Ran a fixed prime test and passed. The high pressure test could not be performed due to the multiple no delivery alarms. It was stated that the customer had an illness and issues for the past few weeks. The caller requested to have the insulin pump replaced. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.